Event description:
It was reported that the surgeon inserted an icm 115v4 11.5mm implantable collamer lens in 2007. The patient complained of poor near sight vision, so the lens was exchanged for another same model lens.